Manufacturer narrative:
Due to character limitations , initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank.   Though stryker requested some patient information, stryker will not request any information which can identify, directly or indirectly, a person to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. A stryker service representative performed an initial evaluation of the customer¿s device and was not able to verify the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
A customer contacted stryker to report that their device provided incorrect shock advisory in AED mode. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse patient outcome reported.

Event description:
A customer contacted stryker to report that their device provided incorrect shock advisory in AED mode. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
The patient electronic records were evaluated and it was observed that the lifepak 15 had preshock CPR turned on. As a result, when the device is in AED mode and detects a shockable rhythm, it will have the user perform CPR for 30 seconds before attempting to shock. After consultation with the service provider, the preshock CPR was incorrectly viewed as a ¿no shock advised¿ decision. There is no evidence about malfunction of the device.